Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and battery testing were performed. A review of the alarm log identified an occurrence of the f-94 alarm, confirming the reported condition. The f-94 alarm also occurred during functional testing. The cause of the f-94 alarm was determined to be battery damage. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.